Event description:
The customer reported that they powered down the unit by pulling the plug from the wall, and then the images were no longer on the system. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was replaced. The system was then found to be operating as intended.